Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6), 2012. During the procedure, the ringloc plus cup was inserted using two screws but the liner did not seat. One screw was removed in case that was the reason for it not seating but it still would not lock in. They opened an e1 liner it would not lock in. They attempted to lock in the xl liner again but had the same results. They tried the e1 liner once again and it finally locked. This process caused a delay of approximately 1 hour.

Manufacturer narrative:
Dimensional evaluation found component to be within appropriate design specification. The device appears to be marred from an off-centerline insertion. The alignment of the liner is crucial during insertion.

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings it states, "improper selection, placement, positioning, alignment and/or fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components. Malalignment of the components or inaccurate implantation can lead to excessive wear and/or failure of the implant or procedure." The user facility was notified of the event. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA.